Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the history includes obesity, gastric bypass surgery, acute occlusion of the inferior vena cava and bilateral iliac veins with extensive edema and swelling bilateral lower extremities. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the inferior vena cava filter almost penetrated the inferior vena cava wall and eroded the aorta, requiring a gore-tex patch to be placed between the aorta and inferior vena cava. Approximately, 3 years and 6 months post implantation, the patient presented with acute inferior vena caval thrombosis with bilateral iliac thrombosis and common femoral vein thrombosis. Venogram revealed there was bilaterally patent popliteal vein. The bilateral femoral veins were patent. The bilateral common femoral vein, external iliac, common iliac vein, and inferior vena cava below the trapease ivc filter were all occluded. The inferior vena cava above the filter is widely patent. Placement of bilateral infusion catheters with ekos catheter on the left was done. Two days of thrombolysis infusion for treatment of bilateral lower extremity iliac and inferior vena caval acute dvt. Percutaneous thrombectomy using angiojet device was also done before thrombolysis. Repeat venogram revealed: the patent bilateral femoral vein, common femoral vein, and iliac vein with no evidence of hemodynamically significant stenosis. The distal inferior vena cava is patent with some chronic debris that were not being able to successfully remove using percutaneous thrombectomy and 2 nights of thrombolysis. The inferior vena cava filter is patent with some clot burden on the left side of the filter that appeared to be chronic and unable to retrieve. Approximately eight years and one-month post implantation, the patient underwent a CT of the chest reveals extensive coronary artery calcification and dilated pulmonary artery. A week later, the patient underwent an exploratory laparotomy and gore-tex patch placement were done for a filter strut that is abutting the abdominal aorta. Ivc filter was found to be penetrating the ivc wall and eroded the abdominal aorta. Approximately eight years and two months post implantation, the patient has high cholesterol or triglycerides, coronary artery disease involving native coronary artery or native heart without angina, and an underactive thyroid. Per the patient profile form (ppf), the patient reports perforation of the filter struts outside of the ivc, the filter has become embedded in the walls of the ivc, there are blood clots, clotting and/or occlusion o the ivc, the ivc filter prong is abutting the aorta and a gore-tex patch was placed between the abdominal aorta and the ivc filter. The patient reports fear, constant pain and swelling in their legs. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Swelling of the legs is a known potential event associated to the use of the ivc filter device. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and leg pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the inferior vena cava filter almost penetrated the inferior vena cava wall and eroded the aorta, requiring a gore-tex patch to be placed between the aorta and inferior vena cava. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and damage to the aorta; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the inferior vena cava filter almost penetrated the inferior vena cava wall and eroded the aorta, requiring a gore-tex patch to be placed between the aorta and inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to the inferior vena cava filter almost penetrated the inferior vena cava wall and eroded the aorta, requiring a gore-tex patch to be placed between the aorta and inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s medical records: patient has a history of obesity, gastric bypass surgery, acute occlusion of the inferior vena cava and bilateral iliac veins with extensive edema and swelling bilateral lower extremities. Approximately, 3 years and 6 months post implantation, patient had a duplex ultrasound-guided access of bilateral popliteal veins, a bilateral lower extremity venogram and inferior vena cavogram, and placement of bilateral infusion catheters with ekos catheter on the left. It was noted in the findings that the bilateral femoral veins were patent. The bilateral common femoral vein, external iliac, common iliac vein, and inferior vena cava below the trapease ivc filter were all occluded. The inferior vena cava above the filter is widely patent. Approximately, 3 years and 7 months post implantation, patient had a bilateral lower extremity catheter check, bilateral lower extremity venogram, and bilateral iliac venogram and inferior vena cavogram. It was noted in the findings that the inferior vena cava filter is patent with some clot burden on the left side of the filter that appeared to be chronic and unable to retrieve. Approximately, 3 years and 7 months post implantation, patient had a bilateral lower extremity catheter check,right lower extremity venogram, bilateral leg venogram, inferior vena cavogram, pulsed-spray thrombolysis, and a percutaneous thrombectomy using angiojet device of the bilateral iliac veins and inferior vena cava. It was noted in the findings that the patient had ostial occlusion of the bilateral iliac veins and inferior vena cava. However, there was clearing up of the common femoral vein bilaterally. There was successful recanalization of both iliac veins and distal inferior vena cava using percutaneous thrombectomy with the angiojet device and pulse-spray thrombolysis using 8 mg of tpa. 3. Placement of new infusion catheters for overnight thrombolysis for second night. Approximately 8 years and 1 month post implantation, patient underwent a thorax CT scan that concluded that the chest was normal except for dilated pulmonary artery. Approximately 8 years 1 month post implantation, patient underwent an exploratory laparotomy and the placement of a goretex patch between the abdominal aorta and ivc after it was noted that the filter and its stent almost penetrated the ivc wall and eroded the aorta. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 8 years and 1 month post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter embedded in wall of the ivc, and blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from pain and swelling in legs, depression and anxiety.